Event description:
Approximately a month ago, we received 1195 pump control units (pcu), model number 8015, 1792 IV pump modules and 140 patient controlled analgesia (pca) modules. These units are to replace our baxter colleague units per the 2010 recall and replacement order.approximately two weeks later, all products had been incoming inspected and documented. Deployment was set for later this month.a few days ago, we received a call from the manufacturer, carefusion. Their quality control department had identified an issue with newly manufactured products. A 1182 of our 1195 8015 pcus were affected by the issue. All affected product is to be returned to carefusion and replacement product will be shipped. Replacement product has now begun to arrive.